Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, unused, sterile representative samples were returned and successfully tested, no malfunction was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using three proglide devices with a 6f sheath after a diagnostic procedure. Reportedly, after needle plunger deployment with the first proglide device, the plunger could not be retracted so it was "wiggled in and out" and was able to be removed; however, the sutures came out with the plunger. Attempts were made with two additional proglide devices; however, the sutures of both devices came out when removing the needle plunger after deployment. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.